Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that the difference between sensor and blood glucose level was around 100, the difference is outside the acceptable range. Insulin delivery was stopped. The sensor will not be returned for analysis.